Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial noise reversion and true noise was seen on the atrial lead during a routine generator change. The physician opted to keep the lead implanted as there were no clinical consequences to the patient who already had persistent atrial fibrillation. No changes were made as the device was already programmed in ddi* mode. The lead remained implanted. No other issues were observed. The patient was stable. *ddi mode - dual stimulation (atrium and ventricle),dual sensing (atrial and ventricular), inhibition of intrinsic events (atrial and ventricular).